Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken within the outer flow tubing at open end; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char on surface; the outer flow tubing open end is bent, and exhibits signs of melting and partially erased blue arrow indicator. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
"Fiberlife activated at around 8 minutes and fiber continued to blink and there was no effect of lasing." Joules used: 40,046.

Event description:
It was reported that during a prostate procedure "laser cannot be activated after lasing time of 12:06 minutes." The procedure was completed with an alternate procedure turis (turp). Patient outcome: "no effect" was reported.